Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (perforation). Evaluation conclusions: known inherent risk of procedure (perforation).

Event description:
During the procedure, a complete se stent was implanted in the left sfa to treat persistent residual stenosis. It was reported that a 'perforation collateral' occurred on the same day. The perforation was left untreated. Patient recovered.

Event description:
The complete se implanted during the index procedure was implanted in the right sfa, not the left sfa as previously reported. The treatment for the previously reported thrombosis included balloon and stenting of the right sfa using a complete se stent.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion).

Event description:
The previously reported re occlusion of the right sfa was treated with a deb and lysis. The outcome was reported as recovered. Approximately 13 months post index procedure the patient experienced occlusion of the right a. Popliteal. The patient was treated with a deb and lysis. Investigator assessed that the event was not related to the procedure or to the study device. The outcome was reported as recovered

Manufacturer narrative:
(B)(4). Results: thrombosis, reocclusion. Conclusions: thrombosis, reocclusion.

Event description:
Thrombosis of the right sfa occurred on the same day as the stenting procedure. Lyse was given as treatment. Outcome is resolved. Ap proximately 12 months post stenting procedure the patient experienced reocclusion of the right sfa. Lysis was given as treatment. Pta planned for treatment. Event is unresolved.